Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a total laparoscopic hysterectomy the device would not maintain integrity holding onto a needle. The site lost 3 needles during the case and finally opened another device. The surgical time was extended by an estimated 30 -45 minutes.